Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was hospitalized due to low blood glucose. The customer also stated they are having issues with button anomaly. The esc button is not working. The customer's blood glucose was 34mg/dl. The customer was advised the pump will be replaced and revert to back up plan.